Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a coiling procedure with an 8f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment are related to the circumstances of the procedure. In this case, based on the reported information and the returned device analysis it is likely a posterior needle to cuff miss occurred. When the plunger was pulled a separation of the anterior cuff to anterior needle occurred due to the posterior cuff still in the foot pocket. There is no indication of a product quality issue with respect to manufacture, design or labeling. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.